Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13h04018 and h13h22085 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment with vancomycin (intraperitoneally (ip), dose and frequency not reported) was commenced for the peritonitis and was reported to be ongoing. The patient was later retrained on proper aseptic technique. The pd therapy was ongoing. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. The touch contamination led to a reoccurrence of peritonitis. The patient was not hospitalized for the event and was recovering from the reoccurrence of peritonitis.the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.